Event description:
Subsequent to the previously filed report, the following information was received: the patient was on dual antiplatelet therapy (dapt) of aspirin and plavix, pre and post loaded prior to the case. The patient was on cardiac support during the procedure. Pre-dilatation was performed prior to implanting the 3.5 x 23 mm xience skypoint stent. The stent was post-dilated to 4.0mm. The patient also had unspecified bleeding in the iliac artery during this procedure requiring a covered stent. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A medical review and cine review was performed by an abbott vascular clinical specialist. The reviewer concluded the most likely cause of death for this patient is acute stent thrombosis secondary to stent under expansion due to heavy calcification. Additionally, the possibility of dissection in the left main may have contributed to the thrombosis. However, this can not be definitively stated due to the poor quality of the video provided. It can be definitively stated that the thrombosis was unrelated to xience skypoint. The patient¿s death was due to acute thrombosis with a combination of their advanced age, severely advanced coronary artery disease, not being a surgical candidate, and the possibility of a left main dissection. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility (wall apposition).the reported patient effects of thrombosis and death are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2023, an unspecified xience stent was implanted in the 85-90% stenosed, heavily calcified left main to the left anterior descending coronary artery; however, due to the heavy calcification, the stent was under-expanded and not well apposed to the vessel wall. The patient may have developed in-stent thrombosis and died on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.